Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was below 50 mg/dl at the time of incident. Customer stated auto mode feature was not active at time of low blood glucose event. Customer was using the insulin pump system within 48 hours of low blood glucose event. Insulin pump programming was reviewed and it was accurate. The insulin pump will not be returned for analysis.